Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the single-site fenestrated bipolar forceps instrument broke, a piece of the instrument was reported to have fallen into the patient and it is unknown if all plastic fragments were retrieved.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tip of the instrument's grip broken. One piece broke off and was returned with the instrument. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Event description:
It was reported that during a da vinci hysterectomy procedure, while moving the patient's uterus from a downward to an anterior position a piece of the jaw from the single-site fenestrated bipolar forceps instrument broke and fell into the patient. The jaw was removed, however the site stated that a 4-5mm plastic fragment was not located. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the risk manager at the hospital for additional information. The risk manager stated the jaw fragment of the instrument was removed laparoscopically during the same procedure. A computed tomography (CT)scan was performed on the patient after the procedure and no fragments were seen to be retained. The risk manager stated that the surgeon believed there was too much torque on the distal end of the instrument causing it to break. She stated that the hospital intentionally broke off a similar small piece of the instrument and CT scanned it alone and was not able to visualize it. To her knowledge, the patient had not returned with any post-operative complications as a result of the reported event.